Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately around january of 2022.